Event description:
The user facility reported that their reliance synergy washer was leaking water out onto the floor when the unit was running. User facility personnel shut off the unit and contained the leak. No injuries, procedural delays/cancellations or property damage were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the hose had a split in it allowing water to leak out when the unit was running. The technician repaired the unit and confirmed it to be operational.